Manufacturer narrative:
B3: event date is not known, see b5 for date range if applicable. Continuation of d10: product ID neu_unknown_lead lot# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that medical records indicated the patient had a revision in (B)(6) 2022. However, caller didn't see any specific details of when or who performed the revision. Caller read the following from the record, "interstim procedure. Pr revised, moved peripheral neuro electrode" and "placed a new lead...tunneled through to the previously placed battery pack in the right upper buttock" and "special needs MRI compatible device." The agent reviewed use of MRI mode to determine eligibility.